Event description:
It was reported that the insulin pump has an unresponsive key pad after being exposed to moisture. The blood glucose reading was 187 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. Insulin pump received with moisture damage at motor assembly and electronic assembly. Insulin pump received with minor scratches display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.